Event description:
It was noted that the drain broke inside the patient. The target lesion was located in the pleural cavity. A flexima all purpose drainage was selected for use. The drain was place in chest tube thoracostomy post triple bypass. The pneumothorax resolved over the next few days and the device was removed without any issue. However, the patient complained that a lot of force was done to remove the device. A follow up chest x-ray was performed, and it was noted that the tip of the apdl lodged in the pleural cavity. A video-assisted thoracoscopic surgery was done to remove the fragment. The patient's well and no complications were reported.